Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a visceral procedure, the device would cut but stapled partially. During the first use (cartridge reference and batch number unknown, pending new client) a part of the staple line seemed "no secured" section ok. No information on possible bleeding, all staples in place but seemed not properly closed probably. The surgeon chose to consolidate this section line by manual suture section stapling. Another like device was used to perform the case. The cartridge was discarded, and the stapler will be returned for analysis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.